Event description:
Boston scientific received information that an out of range high pacing impedance measurement on the right ventricular (rv) lead had been detected. The patient was brought in for evaluation at which time the lead displayed a loss of capture. Noise was also observed with arm movement, however, did not result in inappropriate shocks or pacing inhibition. The patient is not pacer dependent. Tachycardia therapy was programmed off at that time. Additional alerts were observed for the high right ventricular (rv) pacing impedances. A lead revision was performed at which time the physician elected to explant and replace the device due to advisory, however, the device did not display advisory behavior. The device was implanted subpectorally. During the lead explant, notches observed located near the subclavian on the lead which later resulted in the lead fracturing and only a portion of the lead being retrieved. A new right ventricular (rv) lead and device were implanted successfully with no report of patient symptoms or adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Rate/sense coil (all wires) was found to be fractured approximately 27.8 centimeters (cm) from is-1 pin. Two out of three wires showed a secondary fracture. There was no signs of damage noted on trilumen insulation above the fracture site. But, appeared to be slight curve in lead body from suture sleeve to the fracture location. High power digital camera revealed one of the wire fracture surfaces showed evidence of fatigue. Laboratory testing confirmed reported clinical observations.

Manufacturer narrative:
The portion of the lead that was removed will be returned for analysis. Once analysis has been completed this report will be updated.